Manufacturer narrative:
The reported event of "capsule contracture baker grade iii" is being reported as a serious injury due to the surgical intervention. Without the lot number, an internal investigation cannot be performed. Multiple attempts for additional event, patient, and device information have been made to the initial reporter. No further information is available at this time. If additional information is reported, we will submit a supplemental report. Capsular contracture is a known adverse event. Based on the reported information, the event is unlikely to be related to the strattice. The left side complaint will be submitted to FDA under abbvie patient identifier (B)(6).

Event description:
Healthcare professional reported via sales representative that "strattice bps...needs to be replaced due to cap con." Healthcare professional later reported right side "capsule contracture baker grade iii." Patient underwent "[bilateral] ba exchange to silicone implants, [bilateral] capsulectomies."